Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced itching near sensor insertion area. Patient sought medical intervention from a nurse on (B)(6) 2013. No further medical intervention was necessary.